Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a "loss of therapeutic effect." It was stated that the "patient started shaking" the day of report. It was further reported that the implantable neurostimulator (ins) was found to be turned off. Upon turning the ins on, it was stated that the patient's "tremors started going away." It was also reported that the "issue was resolved." A supplemental report will be filed if additional information is received. Please see MFR report # 3004209178-2013-03450 for information about the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v034805, implanted: (B)(6) 2009. Product type: lead: product ID 3389s-40, lot# v034805, implanted: (B)(6) 2009. Product type: lead. (B)(4).